Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is making noises.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the issue by turning on the unit. Electrical test code #50 states to check the motor control board as well as the power supply. There was a fair amount of dust buildup on the power supply, as well as a cable that may have been loose prior to reseating on the motor control board. Upon cleaning the unit and vacuuming the power supply, the unit passed all functional tests and has been returned the customer.

Event description:
N/a.